Event description:
It is reported that the device was implanted for fracture of femoral neck dated 2005. After surgery, a posterior dislocation occurred. Revision surgery was performed in 2006.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Probable cause cannot be determined. No product or x-rays were returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications . The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.